Manufacturer narrative:
(B)(4). Batch # r92e57. Date of event is unknown. Investigation summary: the device was returned with the blade scratched and cracked. When the device was connected to a gen11 and functionality tested, an alert screen was displayed and no further functional testing could be performed. Then the blade broke off during functional testing. The device was analyzed, and it was determined that it was used with more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator, an alert screen will be displayed indicating to "replace the instrument / no instrument uses remaining." When the device was disassembled to inspect the internal components, no anomalies were found related to the reported event. However what was found was that the closure indicator was broken and not making contact with the moving trigger and the y-link was cracked. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. The batch history record was reviewed, and no defects, nc¿s, or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that, during an unknown procedure, an unknown error occurred during use. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.